Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to reset the pump at the time of the call due to not having the charging cable and requested a callback later. Technical support provided pump reset information and planned to follow up with the customer as the case owner was out of the office at the requested callback time. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Patient chose to resume insulin and restart cgm on his own without assistance from cts. Caller acknowledged and understood.